Manufacturer narrative:
This event was determined to be supplemental information, and the investigation findings will be reported under MFR #: 2916596-2023-06238.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that on (B)(6) 2023 the patient experienced a major bleeding episode from the thoracic pleural space. The patient was in the hospital at the time. They received a transfusion of between 4 and 8 units of blood (rcc). The patients international normalized ratio (inr) was 1.8, activated partial thromboplastin time (aptt) was 53 seconds, and platelet count was 21.7 ×104/l. Drug therapy was given, and a cardiac catheterization was performed. Later, on (B)(6) 2023, the patient was newly diagnosed with a driveline infection while in the hospital. The infection was bacterial and treated with drug therapy.